Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified superficial femoral artery. A 4.0mmx15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.